Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind stage due to a corroded motor home switch. It was not possible to perform the displacement test due to the motor error alarm. The insulin pump responded properly to button presses. No damage was noted on the keypad traces. The connector on lcd board was locked. The insulin pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer explained that they were unable to clear the alarm by pressing the esc and act buttons. The customer stated that the insulin pump was not exposed to a high magnetic field and was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan of manual injections until the replacement insulin pump arrived. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.